Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. It would not inflate. Upon explant, there was a fracture noted in the tubing from the pump to one of the cylinders. The ipp was explanted and replaced. There were no patient complications reported.